Manufacturer narrative:
The cartridge [was/was not] returned to animas. Although the cartridge was not returned, there is not further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt claimed she noticed insulin leaking from 2 of her insulin cartridges (lot b201583) within the past 2 months. She indicated that the insulin was leaking near the plunger of the cartridge. The pt did not use the cartridges and discarded them. The animas customer support rep confirmed the provided lot number is part of a recall. There was no reported adverse event associated with this complaint. Replacement cartridges were sent to the pt.